Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump displayed error image "reposition cassette" was confirmed/duplicated. The cause of the reported issue was non-functional downstream occlusion (dso) sensor and peeled off dso seal. The dso sensor and dso seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed error image "reposition cassette". There was no reported patient involvement.